Event description:
Info was received that the 54 cm bipolar myocardial pacing lead was part of a resynchronization therapy defibrillator procedure after a transvenous left ventricular (lv) lead was attempted but failed due to difficulty anatomy. The 54 cm bipolar myocardial pacing led was implanted via thoracotomy four days after the lv procedure attempt. No adverse pt effects occurred during the thoracotomy procedure. One day later, the pt had a cerebral thrombosis and died. There were no allegations against any of the implanted products or that they caused or contributed to the pt's death. No product was explanted.

Manufacturer narrative:
Na